Event description:
It was reported that noise was observed on the rv lead. Noise could not be programmed due to the amplitude. Lead impedance, sensing and threshold values were all stable. Lead was explanted and a new lead was implanted. No further information available.